Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital and the vad was sounding an unspecified red heart alarm. The pump was exchanged on (B)(6) 2014 reportedly due to thrombus. The patient remains ongoing on the new lvad.

Manufacturer narrative:
Approximate age of device: 8 months. The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: labs in ER showed ldh 2,506 plasma hemoglobin 18 inr 1.6 elevated flows and powers associated with low pi dark tea color urine noted additional information also included indicated: adverse event device malfunction: yes. Device malfunction causative factor: patient non-compliance, sub therapeutic anticoagulation.